Event description:
It was reported that it was noticed on x-ray that the pt had a rod slip out of a connector some time post-op. No revision surgery was reported. No pt complications were reported.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.